Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid (15mg/ml at 1.25mg/day), bupivacaine (10mg/ml at 0.833mg/day), and baclofen (25mcg/ml at 2.084mcg/day), and was now receiving dilaudid (2mg/ml at 0.1mg/day), bupivacaine (1.33mg/ml at 0.065mg/day), and baclofen (3.33mcg/ml at 0.1649mcg/day) via an implantable pump. It was reported that the patient was seen six weeks ago in the clinic, where a catheter access study was performed in preparation for a routine pump replacement due to the elective replacement indicator (eri). The physician was unable to aspirate any cerebrospinal fluid (csf) at that time and reduced the patient's dosing in preparation for a catheter revision. The patient was seen again one month ago and reported that they had noticed an increase in pain following the dose reduction. The physician performed a second catheter access study and was still unable to aspirate any spinal fluid. The patient was then scheduled for a replacement with a catheter revision. Factors that could have contributed to the event was that the catheter was old and initially implanted in (B)(6) 2012, and that the patient was receiving compounded and highly concentrated drug. The patient was then taken to the operating room for the planned replacement and revision. The pump was removed from the pocket and disconnected from the catheter, but no csf flow was found. The proximal segment was removed and aspiration was attempted from the spinal segment, but there was still no return of csf. The physician then decided to fully replace the catheter. The proximal segment of the old catheter was discarded and the spinal segment, where the obstruction was likely located, was spliced, folded over onto itself, then tied off in multiple locations. A new catheter was then placed at t8, tunneled to the existing pocket, and connected to the new pump. Catheter aspirations were done before and after placing the pump back into the pocket, with positive return of csf. The incisions were irrigated and closed. The issue was resolved at the time of the report.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n259125004); product type: 0184-catheter; implant date (B)(6) 2012; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.